Event description:
Customer called to report that the ion-selective electrode (ise) module of the unicel dxc 600 synchron system was leaking. Customer stated that the leak was contained to the black tray at the bottom of the instrument, but could not locate the source of the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. After the customer technical specialist (cts) generated a service request for the same day, customer discovered through routine customer maintenance that line #27 was disconnected from the system. Prior to the arrival of the field service engineer (fse), customer reconnected the line, which resolved the leak issue. The fse inspected the instrument and found no active leaks. The fse then further examined line #27, but did not discover any frays, kinks or tears; all connections were secure. The fse confirmed that calibration and quality control results were within specification. The fse then verified instrument performance to ensure that the issue was effectively resolved by the routine customer maintenance performed by customer.

Manufacturer narrative:
(B)(4).